Event description:
It was reported an arrhythmia occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). When the was was advanced into the right atrium in preparation for the transeptal puncture the was came into contact with the wires from a previously implanted pacemaker. The patient developed an arrhythmia and required cardioversion. Following cardioversion, the patient returned to normal sinus rhythm and the procedure was successfully completed. The patient fully recovered and was discharged one day post index procedure.